Manufacturer narrative:
The customer reported event of autopulse platform system (sn (B)(4)) displayed 'system error, out of service, revert to manual CPR' error message was confirmed during functional test and per archive data. The most probable root cause was due to a damage processor board, which was probable caused by the age of the autopulse platform. The autopulse platform is a reusable device and was manufactured in 2005; is 14 years old, it passed the expected service life of five years. Therefore, this type of damage found during the evaluation is characteristic of normal wear and tear for the life of the device. During visual inspection, motor cover damage was observed on the autopulse platform system, unrelated to the reported complaint. Functional test could not be performed due to 'system error, out of service, revert to manual CPR' error message was displayed upon powering on the autopulse platform system, thus confirming the customer reported event. The processor board was replaced to correct the issue. Per review of the archive data, alarm 136 (internal parameter corrupted) was recorded on the autopulse platform indicating a corrupt filed caused by the damage processor board. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for autopulse platform with sn (B)(4).

Event description:
It was reported that during shift check, the autopulse platform system (sn (B)(4)) displayed 'system error, out of service, revert to manual CPR' error message, the autopulse system shuts itself off after. No patient involvement.